Event description:
The customer reported that during a vaginal hysterectomy, the knife blade would not advance after several uses. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.